Event description:
It was reported to philips that there is an error importing into intellispace cardiovascular. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.